Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter was displaying an ¿error 4¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message began to appear during (B)(6) 2018. The patient stated that she manages her diabetes with oral medication (glipizide, glyxambi 10/5mg), diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported developing symptom of feeling ¿shaky¿ 3 months after the alleged meter issue began. The patient denied receiving medical treatment. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that the patient was testing with test strips that had expired or been stored improperly. The csr noted the test strip completely drew in the blood sample. The csr walked the patient through a retest and the alleged issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after the alleged product issue began.